Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual and functional testing of the device, the cylinders did not have any leaks and no problem was detected in the product investigation for that component. However, the functional testing performed on the pump identified that the component failed the activation test; therefore, the reported observations are confirmed based on the investigation performed on the pump. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis visual examination of the cylinders had a wear at fold, but did not identify any leaks in the components. Visual examination of the pump showed that the tubing was cut to the pump block, however no leaks were found. Functional testing identified that the cylinders performed within specification. The functional testing of the pump identified that the component failed the activation test, therefore, requiring more than 8 lb to activate. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of no problem detected was assigned to the investigation; however, based on the observations in the pump investigation, a conclusion code of cause traced to component failure was assigned to that investigation.

Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) device was not working. Two weeks later, the patient underwent a surgical procedure in which it was identified that there was a crack in the cylinder connecting tube, causing a saline leak. The physician decided to remove and replace the pump and cylinders. The cause of the perforation has not been identified by the hospital. After the procedure, the patient got better and remains stable.

Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) device was not working. Two weeks later, the patient underwent a surgical procedure in which it was identified that there was a crack in the cylinder connecting tube, causing a saline leak. The physician decided to remove and replace the pump and cylinders. The cause of the perforation has not been identified by the hospital. After the procedure, the patient got better and remains stable.